Manufacturer narrative:
The cause of the event could not be determined. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
Specific sample results were provided. Medwatch field b3 date of event was updated. Sample 1 initial result was 29.23 ng/l, and the result from a new sample from the patient was 5.01 ng/l. On (B)(6) 2025, the repeat result for the original sample was 4.67 ng/l. The repeat result for the redrawn sample was 4.82 ng/l. Sample 2 initial result was 16.82 ng/l, and the repeat result from a new sample from the patient taken 2 hours later was 6.05 ng/l. On (B)(6) 2025, the repeat result for the original sample was 8.03 ng/l. The repeat result for the redrawn sample was 4.55 ng/l.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The field service engineer cleaned the procell/cleancell reservoir area, sample probe, reagent probe, and sipper nozzles. Assay performance checks and precision checks were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas 6000 e601 module. For two patient samples, the initial results were positive. The clinician requested new samples be taken from the patients, and the results were negative (below 14 ng/ml). The customer then repeated the original sample, and the results were negative. No specific data was provided.